Manufacturer narrative:
A follow up report will be submitted with investigation results once the analysis has been completed.

Event description:
The report suggests that a leak was observed from the base of the burette during an infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Concomitant medical products: 82113; (2) 1000ml baxter IV bag of 0.9% nacl; (2) 60593; therapy date: (B)(6) 2016. The customer¿s report that a leak was observed from the base of the burette during an infusion was not confirmed. Visual inspection observed no anomalies. Functional and pressure testing was performed; no fluid leakage or air ingress was identified at any point throughout testing. The root cause of a leak from the base of the burette during an infusion was not identified.